Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. Additional contact information (B)(6).

Event description:
An incident occurred involving a smallbore extension set with a microclave. The device was connected to a peripherally inserted central catheter (PICC) line during a total parenteral nutrition (tpn) infusion. Initially, the pump triggered an alarm due to increased pressure, and medical staff attempted to troubleshoot the issue. When the alarm activated again, the tubing was examined more closely. During this inspection, the filter in the double pigtail was found to be wet and sticky, matching the properties of tpn solution. Further assessment confirmed that leakage had occurred. The faulty pigtail was subsequently replaced. The product had been newly connected at the end of the day shift, and the issue was identified within the first hour of the night shift. This type of incident had occurred previously. The event took place during active use, involved a patient, and resulted in no harm.